Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve via the right trans-femoral access; after implanting the valve, a contrast study was performed to verify the access vessel. It was confirmed that blood had leaked from slightly above the puncture site to approximately the external iliac artery. A 6 mm x 5 cm stent was placed, however, due to poor crimping on the common iliac artery side, additional bleeding was observed. A 7 mm x 5 cm stent was placed on top of the other stent. The puncture site side was dissociated; therefore, blood did not flow from the stent to the puncture site. The injury was repaired surgically. No additional adverse patient effects were reported. Additional information was received that during the valve implant procedure, the cause of the bleeding was due to a rupture and a dissection was also reported. The minimum diameter of the access vessel was 3.5 millimeter (mm). Per the physician, the narrow vessel diameter and calcification contributed to the event. It was unknown if the delivery catheter system (dcs) caused or contributed to the event. Additional information was received which reported that the location of the rupture and dissection were not known.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve via the right trans-femoral access, after implanting the valve, a contrast study was performed to verify the access vessel. It was confirmed that blood had leaked from slightly above the puncture site to approximately the external iliac artery. A 6 mm x 5 cm stent was placed, however, due to poor crimping on the common iliac artery side, additional bleeding was observed. A 7 mm x 5 cm stent was placed on top of the other stent. The puncture site side was dissociated, therefore blood did not flow from the stent to the puncture site. The injury was repaired surgically. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that the location of the rupture and dissection were not known.

Manufacturer narrative:
Updated data: b5 - event description d4 - expiration date, lot# and UDI # h4 - device manufacture date h6 - patient and method codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant procedure, the cause of the bleeding was due to a rupture and a di ssection was also reported. The minimum diameter of the access vessel was 3.5 millimeter (mm). Per the physician, the narrow vessel diameter and calcification contributed to the event. It was unknown if the delivery catheter system (dcs) caused or contributed to the event.